Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the fenestrated bipolar forceps instrument for evaluation. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received.

Event description:
It was reported that during a da vinci-assisted radical prostatectomy with lymphadenectomy surgical procedure, the fenestrated bipolar forceps instrument had the "plastic broke off and was scorched on a branch." A backup instrument was used to complete the procedure with no patient harm. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument had been tested beforehand and the plastic was missing or broken off at the branch. The thermal damage was first observed prior to the start of the surgery. The instrument came from the sterilization department with the observed damage. No arcing was observed during procedure and there was no fragment that fell into the patient as the instrument was never used in the patient. There was no patient harm due to this event. Patient did not return to the hospital due to any post-surgical complications. No photographic images of the device or recording of the procedure is available for isi to review.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis and the complaint was confirmed. The fenestrated bipolar forceps instrument was analyzed and found to have charring and localized melting at the yaw pulley. No conductor wire damage was observed. The instrument passed the electrical continuity test.

Event description:
Refer to h10/h11 for follow-up information.